Event description:
Customer reported to beckman coulter, inc. (Bec) that bio-rad quality control (qc) results had shifted up with rf reagent lot m106133. Customer reported the results were generated on the image immunochemistry system. Bec customer technical specialist advised the customer try bec controls and a new lot of reagent (lot m101865) as well as a new lot of buffer. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that both qc and patient results improved after a new lot of reagent and a new lot of buffer was used. It is unclear which lot change is responsible for the improvement of results.

Manufacturer narrative:
Evaluation conclusion: customer reported that both qc and patient results improved after a new lot of reagent and a new lot of buffer was used. It is unclear which lot change is responsible for the improvement of results. The root cause is not known, but appears to be a reagent issue.